Event description:
Philips received a complaint on the v60 ventilator indicating that there was a patient disconnect alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device was blowing air and producing a patient disconnect alarm. The rse advised the customer that, when powered on, the device is functioning as intended if it is blowing air. The rse had the customer confirm that there was no tubing connected to the device. The rse informed the customer that when powered on, if there is no patient circuit with a patient or test lung connected, then the device is operating as intended when it produces the patient disconnect alarm. The customer stated that they would connect a patient circuit and test lung to confirm that the patient disconnect alarm resolved with the circuit connected. Multiple good faith efforts (gfe) were attempted to obtain confirmation of completion of the advised troubleshooting steps to confirm that the alleged issue resolve. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. Based on the information available, it is concluded that the issue was likely the result of the patient's incorrect setup of the device when powered on. The device is operating as expected if air is delivered when powered on and will alarm a patient disconnect alarm if no patient circuit is attached. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.